Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that pt rep and pt called for assistance to use the control equipment to increase stim, they think it should be higher and nothing has been changed since the post op. Assisted pt and primary caller to use the equipment and increase stim. Pt said they do not feel stim. Reviewed some general interstim education and therapy optimization information. Pt was difficult to hear at times and sometimes I could not tell what they said. Pt said they are still going through the same amount of pads, using 3-4. Redirect to doctor if issue persists. The patient's relevant medical history included pt said they noticed starting about a week ago, they are not able to stand up straight, they don't know if this new issue is related to their stimulator or not. Redirected to report the issue to their doctors. Caller and pt reported they also have parkinsons and get therapy for that. Additional information was received from the patient. They reported that they are not getting a 50% reduction in symptoms. Reviewed how to increase stim. Patient was able to increase stim. Patient said they have a bump in the middle of their back. Patient said they have parkinson's and are having trouble standing up straight. Agent did not ask about the circumstances that led to the reported issue. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had not told them anything about them not being able to stand up straight. The cause of not feeling stimulation was not determined. No steps were taken. The issue was not resolved but no further action would be taken. Additional information was received from the patient. They reported they were not getting a 50% or greater reduction in their symptoms and it had been like this since day one on (B)(6) 2022 implant date). The patient stated they were still going through 3-4 pads a day (a fresh pad in the morning, then a fresh pad after showering after exercising and a fresh pad before bed), and though they were getting a flow, they were experiencing a constant drip. The patient wanted to adjust their settings, so the manufacturer help line helped the patient connect and the patient was on program 3 at 1.2 ma. The patient stated they thought they saw a "right and left" before and not an "up and down." The help line clarified with the patient they were currently seeing an up arrow above their stimulation level of 1.2 ma and a down arrow below it. The patient confirmed that was what they were seeing but they thought it had been a left and right arrow before. The help line assured the patient there was not a "left" or "right" arrow in the therapy application and that their therapy screen as they were viewing it was how it was supposed to be. The patient then stated they thought that their stimulation level had been much higher before than 1.2 ma. The help line asked the patient if they meant they thought their settings had changed and the patient did not directly answer this question, they simply said they thought it had been higher. The help line assisted the patient in adjusting their stimulation up to 1.5 ma, where the patient confirmed feeling the stimulation comfortably in their bike-seat region. The patient was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed, and reach out to their managing health care provider (hcp) for further concerns about their symptoms. The patient was very difficult to understand at times so the help line interpreted as best as they could what the patient was saying. The patient also mentioned they had parkinson's disease (no allegation related to device/therapy), and that they worked with a trainer one-on-one on mondays, wednesdays, had parkinson's boxing classes on tuesdays, thursdays, and a parkinson's spin class on fridays. The patient stated they were 'bent over' and were trying to straighten up a bit and that yesterday on (B)(6) 2022), they had been doing one of their exercises, "kind of like a push-up" on the kitchen counter where their back was going from a "concave to a convex," and they got a shooting pain in their lower back. The patient stated it did not hurt now, and that they were standing up a bit straighter today, but they wanted to know if the pain could have been caused by or related to the device/therapy? The help line reviewed precautions and considerations the patient should take regarding various activities and mentioned that if the patient was concerned about their implanted system, they should follow up with their managing health care provider (hcp). The patient stated they may reach out to their hcp.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. If information is provided in the future, a supplemental report will be issued.